Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: this supplemental emdr is being sent to correct the expiration date and date of manufacture. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. Addendum 2: this supplemental emdr is submitted to document additional information and corrected information. Based on the additional information received, no conclusions can be made. Medical records show approximately 2 years post implant, the patient had chronic groin pain and hernia recurrence, leading to mesh explant. The adverse reactions section of the instructions-for-use, supplied with the device lists adhesions and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a direct left inguinal hernia. A perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to explant the perfix plug and have a left ilioinguinal nerve neurectomy. The patient was allegedly injured severely and permanently. The attorney further alleges that the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with direct left inguinal hernia and underwent open repair with mesh. Per operative notes: there was a large direct component with prolapsing and preperitoneal fat within the defect. This was freed up, placed back in the retroperitoneal space, a large perfix plug was placed within the defect and the onlay mesh was placed over the area with a keyhole cut to allow for passage of the spermatic cord and sutured to the inguinal ligament, conjoined tendon, and symphysis pubis. (B)(6) 2015 - patient had chronic left groin pain and underwent mesh removal, recurrent inguinal hernia repair and left ilioinguinal neurectomy. Per operative notes, ¿the overlap of the mesh (perfix plug) laterally was only about 1 cm lateral to the internal ring." The mesh was densely adherent to the external oblique, and was taken off; the ilioinguinal nerve was densely adherent to the mesh and was transected. The mesh was freed from the external oblique, cord structures and excised completely from the internal ring. The inguinal canal was herniated with preperitoneal fat; a non-bard mesh was placed. Attorney alleges mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a direct left inguinal hernia. A perfix plug was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to explant the perfix plug and have a left ilioinguinal nerve neurectomy. The patient was allegedly injured severely and permanently. The attorney further alleges that the patient has suffered and will continue to suffer physical pain.